Event description:
The customer reported that the device failed its safety check, where the ac line voltage current was too high. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed its safety check, where the ac line voltage leakage current was too high. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.